Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A visual inspection using magnification and function testing were performed. Functional testing performed included leak testing, clamp function test, clear passage test, and device-device interaction testing (sample ran on machine). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection identified cracks along the sheeting weld. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, the cassette was found to have cracks along the sheeting weld. There was no patient injury or medical intervention associated with this event. No additional information is available.